Manufacturer narrative:
The investigation has been completed. No failure was identified related to the reported issue; however, functional testing was unable to be performed due to a mechanical failure of sw2.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 60 mg/dl. The customer went to the emergency room (ER) on (B)(6) 2018, and received a glucagon injection. The customer left the ER approximately 8 hours later, with the issue resolved and the customer in "good condition".